Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 43 mg/dl, which was treated with glucose tablets and juice. Customer reported that drive support cap appeared normal. Customer reported of being sick and was taking tylenol. Customer would get settings from healthcare professional.